Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred and that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally it was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level and diabetic ketoacidosis that caused a heart attack and brain bleed that lead to neurological impairment. The customer declined to provide additional information regarding the issues. A replacement pump was sent to resolve the issues.